Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 485 mg/dl at the time of incident and the current blood glucose of the patient is 234 mg/dl. Customer reports drive support cap was flushed. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump and manual injection. The customer declined troubleshooting. The product will be returned for analysis.